Event description:
After removing the needle from the patient's shunt, the safety needle could not be pulled back into it's safety device. This occurred three different times and the nurse had a needle stick injury in one of the occurrences.